Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and underwent a procedure in (B)(6) 2017 (specific date not reported), to revise the skin. During the procedure, excess skin was excised, granulation tissue was cauterized with silver nitrate and excised, the abutment was replaced, and a topical antibiotic was placed around the abutment. However, a week following the procedure, the patient developed a skin infection (penicillin resistant staph orifice and propionibacterium) at the abutment site, and was treated with topical and oral antibiotics. The infection resolved, and the patient resumed use of the device.